Manufacturer narrative:
(B)(4). Batch # m92n51 the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident; the device was cycled and four clips with gap were formed. In addition, the device locked out as intended and the orange indicator was found under-traveled. No scissored clips issues were noted during analysis. No conclusion could be reach as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic cholecystectomy, that it was written on report that clips were scissoring. Case completed with another device of the same product code. There were no patient consequences reported.